Manufacturer narrative:
Insulin pump received with an intermittent button response due to corroded keypad traces. No button error alarm noted. Insulin pump had minor scratches on lcd window, cracked reservoir tube lip and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was at 63 mg/dl. The customer stated that they were in the rain and water/moisture in the device may have led to the button error alarm. No further information was provided.